Event description:
The third party sales rep reported that during a training class, the unit's screen went blank.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and this complaint is still under investigation.